Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device did not generate tones during magnet application and could not be interrogated. Technical services recommended immediate device replacement and vigorous lead assessment.